Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ there was scar tissue adherent to the dura. A small dural defect was noted on removal of the scar tissue, bone and fibrous tissue. The foramen were decompressed bilaterally and the vertebrectomy defect was measured. A 12.5 x 9 mm machined allograft spacer was selected. A small hole was drilled in the cancellous portion of the spacer. A small piece of extra-extra small rhbmp-2 was packed within the confines of the spacer. Spacer was then gently impacted into place under direct visualization. A tisseel was placed around the spacer to protect against any csf leakage.¿ the patient tolerated the procedure well without any intraoperative complications. The patient was discharged from the facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.